Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: the display screen was discolored. The battery cap threads were stripped; therefore, a test cap was used for testing. Unrelated to these issues, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen. In addition, the battery cap threads were stripped. This report is made based on results of investigation completed on 03/15/2016.